Manufacturer narrative:
End user reported that his neighbor had repaired the wheel prior to the alleged incident. Upon inspection, the field service technician reported that in addition to heavy wear on the drive wheels and castors, the neighbor had improperly reassembled the wheel after attempting to repair if for the end user. The end user had been safely operating the motorized wheelchair for over a year prior to the incident. Owner's manual warns end users not to operated the motorized wheelchair if it is not functioning correctly.

Event description:
End user reports that while operating the motorized wheelchair, he struck a wall allegedly fracturing his leg.